Event description:
The pt responded inconsistently to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specification. Explatation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.

Manufacturer narrative:
Conclusion: the device failed due a broken connection at the feedthrough pin.